Event description:
A 1.5mm x 6 mm sprinter rx dilatation balloon catheter was inserted to pre-dilate a left circumflex lesion. The lesion morphology was non-tortuous with no calcification. It was reported that the balloon was advanced to the intended lesion site. It was reported upon inflation of the balloon burst at an unknown atmosphere. The balloon was successfully removed from the patient as one unit. A second sprinter rx was pulled to successfully complete pre-dilatation of the lesion. No clinical sequelae were reported and the patient is reported to be stable. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.